Event description:
It was reported that the ventilator was not blowing normally. The field service center found the turbine was seized and the ventilator flow would not stabilize during the performance checkout. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na